Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen was cracked and was not functional. Customer leaned on the pump and the screen cracked. The customer¿s blood glucose was 120 mg/dl. The customer reported that manual injections would continue to be used for insulin therapy.